Manufacturer narrative:
No malfunction suspected. The end user was learning to operate the power wheelchair when the end user drove the power wheelchair in the kitchen and ran into a kitchen cabinet. Hoveround's owner's manual warns- "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum."

Event description:
The end user was learning to operate the power wheelchair when the end user drove the power wheelchair in the kitchen and ran into a kitchen cabinet.